Event description:
Information was received indicating a pump was alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported the end user had four cassettes with flolan that were removed and thrown away due to the issue, lot numbers not available. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
(B)(6).